Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No weak battery alarm noted during testing. The low reservoir alarm functions properly. Device uploaded properly using carelink. Device had dog chew marks on the display window, keypad and case. During visual inspection, no moisture damage noted on the electronic assembly or on the motor.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis, on (B)(6) 2019. The customer blood glucose level was over 900 mg/dl at the time of incident and current blood glucose was 500 mg/dl. The customer decline to troubleshooting for high blood glucose. Customer states the insulin pump was exposed to moisture past with no moisture visible. Customer states they run self-test and insulin pump passed it. The insulin pump will not be returned for analysis.